Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the latch was loose and the downstream occlusion (dso) seal was bubbled. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the pump doesn't hold data. This is caused by a faulty printed wire assembly (pwa). Also found that the dso sensor is faulty, causing the reported problem. The pwa and dso sensor/seal were replaced, along with the latch.

Event description:
It was reported that the pump showed, "cassette not attached properly. Reattach cassette." There is no patient involvement.